Event description:
Hosp purchased 60 philips monitor/defibrillators in two procurements, with two monitor/defibrillators coming in out of cycle. Eight of the units were placed in svc in late march in the cath lab. The other 6 units were held for backup and were placed in svc with the second procurement of monitor/defibrillators which took place in 6/04 after the staff received training and in service on the new equipment. Problem indicator: on the front, top, right hand side, of the monitor/defibrillator is an lcd. This lcd displays an hourglass icon for normal operation and a red "x" when the self check discovers an error. Events and problem: almost immediately after deployment the clinical engineering dept started receiving trouble calls on units with red x's. The c.e. Dept would perform the software driven operational checkout procedure to find where the unit failed and this procedure would clear the red x and return the unit to normal operation. In the beginning deduced the red x to be caused by operator error. However; it soon became evident that there was more going on than operator error and started to document each occurrence. Next step was to notify philips each time they had a red x failure. The philips svc support center give hosp the password to enter the svc portion of the software and that's when hosp found out, for sure, that hosp had equipment and not operator problems. Spread sheets: between 6/04 and 11/04 the clinical engineering dept has documented 50 red x errors on 32 different philips monitor/defibrillators. This is slightly over a 50% failure rate in roughly 4 1/2 months.